Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead was then surgically abandoned and replaced with no issue. This ra lead was no longer in service. No additional adverse patient effects were reported.